Event description:
(B)(4). The date is when I got procedure. I can't really pin point when I started having side effects, as I wasn't really looking for anything. Symptoms are occasional severe abdominal pain, migraines at least 3 x a month very rarely before, night sweats, occasional blurry vision.